Event description:
Boston scientific received information that this programmer was returned. There were no field allegations related to this device and no adverse patient effects were reported with the use of this programmer. Initial investigation revealed a possible product performance issue as there was a burning smell on power-up.

Manufacturer narrative:
Detailed analysis was performed. It was determined that the input-output printer circuit board had a burned tatulum capacitor that could cause power-up or telemetry issues. The component was successfully replaced, and the programmer then passed all functional testing.